Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare representative that five mr290 autofill humidification chambers leaked where the spike connects to the water bag. No patient consequences were reported.

Manufacturer narrative:
(B)(4). The hospital reported that one of the five complaint humidification chambers is available for evaluation. The complaint chamber is currently en route to fisher & paykel healthcare (B)(4). We will provide a follow-up upon receipt of the chamber and completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the returned mr290 chamber feedset tubing was visually inspected for damage. Results: visual inspection of the feedset tubing revealed that insufficient glue had been applied at the connection between the feedset spike and the tube, causing it to separate. A lot check revealed no other complaints of this nature for lot number 100408. Conclusion: all chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. This suggests that the leak developed post production. The user instructions which accompany the mr290 chamber state "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient". As part of our ongoing product improvements, additional glue is now applied to the feedset spike during production. (B)(4).

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare representative that five mr290 autofill humidification chambers leaked where the spike connects to the water bag. No patient consequences were reported.